Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen trabecular metal standard primary patella catalog #: 00587806532 lot #: 61844396, nexgen lps-flex porous femoral component size e left catalog #: 00596201551 lot #: 61884862. H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-02640. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and patellar loosening approximately twelve (12) years and six (6) months post-operatively. Intraoperatively, the post of the monoblock tibial component was identified to have fractured, however, a replacement monoblock tibia was not available and the surgeon opted to leave the tibia in place. No additional medical intervention is planned to exchange the tibia. Attempts have been made, however, no additional information is available.